Event description:
It was reported via a journal article that a boston scientific right ventricular (rv) lead was explanted due to a lead fracture and was replaced with a rv lead of a different manufacturer in 2009. The specific patient information was not provided, the rv lead serial number information was not provided, and the specific date of the lead revision procedure was not provided within the article. Additional information has been requested. No additional related adverse patient effects were reported.